Event description:
It was reported by service report, that the left footend siderail did not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent siderail assembly.